Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) used for spinal cord stimulation therapy for chronic pain stated that the implanted ¿back stimulator¿ had never worked and provided no symptom relief. The patient also reported that the battery was getting hot and was burning the patient. The patient further alleged a lack of help or support from company personnel. Pt has not has not had the unit for over a year per patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.